Event description:
The customer reported that the attachment needed to be restored to the original performance. Technician found device dirty, oil and air leaks, a defective gauge, base plate bent, and a defective hose.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged seals were found due to ineffective handling, device was very dirty, air and oil leaks present, and gauge was not functioning properly. Housing replaced with: sn (B)(4) and hose replaced and returned to customer.